Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device's keypad was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device keypad buttons were not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.